Event description:
Complainant alleged that while analyzing the heart rhythm of a male pt, the device returned a "shock advised" determination for a rhythm that appeared to be non-shockable. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.